Event description:
The manufacturer received information alleging a trilogy evo device failed to deliver flow, and an obstruction alarm occurred. There was no harm or injury reported. The display screen showed only dashes for the indicators. After ten minutes the customer states the device started. The device has not yet returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo device failed to deliver flow, and an obstruction alarm occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and a patient setting alarm indicating an obstruction occurred was observed in the device's downloaded event log. There were no alarms indicating a failure observed. The device was tested for flow and pressure and passed all testing. The waveform data was reviewed, and flow, leak and tidal volume were transitioning around zero, but the pressure continued to deliver set pressure. The technician concludes the device did not stop operating but alarmed for an obstruction as designed. No components were replaced for this issue. Additionally, the handle and handle retention retainer plate were replaced to address a creaking sound. The device was cleaned and tested and passed final testing.